Manufacturer narrative:
Continued h.6. Health effect - impact code 4: f2203 - imaging required. Device evaluation: visual analysis of the photographs identified, through the photos provided, it is not possible to determine the lot number and catalog yellow encapsulation on device observed no observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Physician reported left side ruptured device, confirmed by scan. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ruptured device, confirmed by scan. The device remains implanted.